Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73k1900338 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one stapler did not staple users did not save stapler only the package (lot'73k1900338).